Manufacturer narrative:
A visual evaluation of the returned device revealed the distal tip of the stent was smashed/collapsed/pressed likely due to the shipping/handling/prep of the device. A functional evaluation to load the stent on the delivery system to observe for any resistance/obstruction could not be conducted since the delivery system was not returned by the customer. During manufacturing, the stents for g.I stent product family are 100% inspected for tip integrity and any defects found are scrapped and documented in the DHR. Based on the analysis of this device, the most probable root cause for this complaint is handling damage. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure. During the preparation, the nurse noted the stent ends were pressed closed. The device did not come in contact with the patient. A bsc flexima biliary stent system with a different size was used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure. During the preparation, the nurse noted the stent ends were pressed closed. The device did not come in contact with the patient. A bsc flexima biliary stent system with a different size was used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.